Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in mildly tortuous shunt. A 6.00 mm / 2.0 cm / 50 cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at 20 atmosphere (atm). The device was completely and simply removed from the patien's body. The procedure was completed with a non bsc device. No patient complications were reported. Patient condition was good post procedure.